Manufacturer narrative:
It was reported at the 6month fu CT on (B)(6) 2021 showed complete loss of seal at the distal end of the device in addition to a type ia endoelak medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion; the reported endoleaks could be confirmed on the films provided. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. While a type iii fabric endoleak cannot be ruled out, analysis of the returned films did not reveal any obvious anatomical anomalies (e.g. Calcification) or stent graft integrity issues (e.g. Fractures) that may have led to the reported type iii endoleak. A type iiia junctional endoleak also seems less likely as there appeared to be sufficient component overlap. The proximal endoleak appears most likely to have been a type ia endoleak with a type ib endoleak also observed distally. It is possible that aneurysm morphology changes from disease progression over the time of implantation may have been a factor in the occurrence of the proximal and distal endoleaks. Analysis of the returned CT¿s did not reveal any out of specification stent graft integrity issues. B:5 additional information received: it was reported the 6 month fu CT showed complete loss of seal at the distal end of the device in addition to a type ia endoleak medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted in the patient for an unknown sized thoracic aortic aneurysm. It was reported a type ia endoleak had been observed on CT after the index procedure. After further analysis of the CT it was believed theendoleak may be more likely to be a type iiib endoleak (from central area of vnmf3737c229tj/(B)(4)) and a large type ib endoleak also in vnmc4646c218tj. The cause of the event per the physician was anatomy, originally, the diameter of the peripheral landing zone was 40mm or more, so it seemed that the cause was that it expanded even after the device was placed. Although the physician could not rule the cause of the event being the type iiib endoleak. No additional sequalae were reported and the patient will be monitored.